Event description:
Customer stated that their blood glucose result were high. Pt went to see a nurse practitioner who increased their medication. The customer stated pt results remained high. Three or four days later their results were 298, and 327 mg/dl. Pt went back to the nurse and pt were told to increase their medication again with out any testing. The next morning the customer woke up feeling dizzy and the customer was taken to the hospital. The hospital tested blood glucose and received a result of 36 mg/dl. The customer was given medication at the hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.